Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibre as in this case. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complaints- blood leak during treatment. Blood flow rate, 80ml/min, tmp, 60mmhg. The blood loss was relatively minor. No patient harm and no medical intervention was necessary.